Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 500 mg/dl after change of tubing and syringe. The customer treated with lantus shot. The customer reported hairline cracks on the pump. The customer also reported damage to the top right corner screen all the way back to the housing battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches and a cracked display window.